Manufacturer narrative:
Motor was activated, and functioned with no problems found. No tests on emi interference run. We are sending unit to the manufacturer for further testing.

Event description:
Allegedly, during a supracervical hysterectomy, when doctor activated morcellator the EKG flatlined. Doctor used other monitoring units to keep track of pt condition during procedure. Procedure was completed; there was no impact on pt.